Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to engagement issues. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. The unit came in with a reported issue that "downward pressure needed to engage instruments onto arm3" and was confirmed as having occurred in the field via system logs and replicated in-house. The unit was tested on an in-house system in normal mode and no related errors occurred. The unit was also tested on a psc fixture test platform (pftp), where it failed on carriage strength test degree of freedom 8. A review of the site's system logs for the reported procedure date was conducted by a tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A system log report review was performed. Per the review, the following was confirmed: the rectopexy procedure took place on (B)(6) 2022 via system #(B)(4). No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: a usm had difficulty engaging instruments after the start of the procedure and the surgeon was able to continue with the procedure robotically. The field service engineer (fse) replaced the usm and failure analysis replicated and confirmed the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the customer had experienced difficulty engaging instruments onto arm 3 and stated that firm pressure was required to get the instrument to engage. No errors were found in the event logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.